Manufacturer narrative:
Continued h6: f15. Additional, changed, and/or corrected data: h6; corrected reason for reoperation: "having burning sensations."

Event description:
Patient reported right side "breast implant illness" not device related, "having burning sensations," "swollen lymph nodes around the breast implants" not device related, "hair loss" not device related, and unknown device "ruptured during the surgery" not device related. Physician reported patient wanted implants removed "due to risk of alcl," the patient reported "recurrent infections" due implants" but there is "no evidence of infections or issues related to devices." The device has been replaced.

Manufacturer narrative:
"A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they had "breast implant illness," "burning sensations, swollen lymph nodes around the breast implants, and hair loss". This record is for the right side. Device has been explanted.